Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering higher than set peep (positive end expiratory pressure) and displaying the high peep alarm were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering higher than set peep (positive end expiratory pressure) causing it to display the high peep alarm. There were no reports of patient involvement associated with the reported event.